Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 422pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, at 4pm that same day, the patient reportedly took more food and/ or drink. After the start of the alleged issue, the patient claims she felt symptoms of shakiness, almost total loss of vision and headache. The patient was reportedly administered novolog insulin (6 units) as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.